Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a left ventricular (lv) lead implant procedure, the physician could not fully remove the competitor guidewire from the lead. The competitor guidewire was cut and partially removed from the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.